Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the sensor did not match up with the serter. The customer indicated that the sensor did not fire when attached to the serter. Customer does not recall any significant events leading to the error. Customer's blood glucose was 49 mg/dl at the time of incident. Troubleshooting was done for sensor and customer was advised on proper insertion techniques and to try a different site for insertion. The customer was advised that the sensor would be replaced and to return the product for analysis.